Event description:
Spouse reported customer being hospitalized for high blood glucose levels and dka, customer also had a heart attack. Troubleshooting was performed and pump appeared to be functioning properly.